Manufacturer narrative:
The instruments in the cycle subject to the event were reprocessed prior to use. A steris service technician arrived onsite following the reported event to inspect the v-pro max sterilizer. The technician inspected the sterilizer and found the unit to be operating properly. No issues with the function or the operation of the sterilizer were identified, and the unit was returned to service. The technician spoke with user facility personnel while onsite who confirmed that the employee was not wearing proper ppe, specifically gloves, while operating the v-pro max sterilizer. The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." The v-pro max operator manual (1-2) states, "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The technician inspected the cycle print out for the load subject of the reported event and noted a "load test repeated" message printed out on the cycle tape. The load test repeated message indicates to the user that the v-pro max repeated the condition (vacuum) phase to remove excess air and/or moisture from the sterilizer chamber. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician counseled the user facility on the importance of drying instruments and wearing proper ppe, specifically gloves, while operating their v-pro max sterilizer. No additional issues have been reported.

Event description:
The user facility reported that an employee experienced a burn while handling items after being processed in a v-pro max sterilizer. No procedure delay or cancellation occurred. User facility personnel did not disclose if medical attention was sought or administered.